Event description:
Event description guidant received information that this implantable chf generator had undergone a reset and was operating in a safe mode capable of detecting and treating tachyarrhythmias. It was further reported that the physician would like to have a date/time stamp saved in device memory recording when a reset occurs.